Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are falling off. This occurred on 30 occasions prior to use of the tubes. The following information was provided by the initial reporter: material no. 367986 batch no. Unknown it was reported the labels are falling off. "Label is falling off the product in the flat."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional information: medical device lot #: 9024638. Medical device expiration date: 1/31/2020. Device manufacture date: 1/24/2019. Investigation summary: bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA #1064141. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are falling off. This occurred on 30 occasions prior to use of the tubes. The following information was provided by the initial reporter: material no. 367986 batch no. Unknown. It was reported the labels are falling off. "Label is falling off the product in the flat."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are falling off. This occurred on 30 occasions prior to use of the tubes. The following information was provided by the initial reporter: material no. 367986 batch no. Unknown. It was reported the labels are falling off. "Label is falling off the product in the flat."